Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified through identification of multiple occurrences of "air in line!" Alarms in the event history log. The device was found out of specification in relation to the reported air detector related alarms which were not reproduced during evaluation but were verified through a review of the event history log and found to be caused by continuity on the ultrasonic sensor. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a reload set in air detector alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.